Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch:(B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35008240. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site with symptoms of fever, chills, aches, and warmth. The patient underwent a spinal cord stimulation (scs) explant procedure. Patient was put on antibiotics. Patient is doing fine and recovering well postoperatively. The explanted devices were not returned. Additional information stated that the patient is doing okay following antibiotics and is expected to make a full recovery.

Event description:
It was reported that the patient developed an infection at the incision site with symptoms of fever, chills, aches, and warmth. The patient underwent a spinal cord stimulation (scs) explant procedure. Patient was put on antibiotics. Patient is doing fine and recovering well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7166596, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7166598, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35008240, UDI: (B)(4).